Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that she experienced elevated blood glucose of 380 mg/dl. Her normal blood glucose level is 120 mg/dl. She changed the infusion set, insulin cartridge, and battery but was unable to resolve the issue. She switched to her backup infusion device to resolve the issue. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.